Event description:
Customer reports receiving an error after dosing while using the advantage sys. Customer reports she felt like her blood glucose was high so she went to the dr, was treated with oral medications. Customer can't recall reading rec'd at the dr's office; states it was high. No quality controls were run. A request was made for return of the suspect device and a replacement was sent.